Event description:
On (B)(6) 2014, the customer reported to medela customer service that her pump in style breast pump has low suction. She also reported that her doctor diagnosed her with a mastitis infection and prescribed antibiotics but she refused to take them.

Manufacturer narrative:
A replacement breast pump was sent to the customer and requested the defective breast pump be returned for evaluation. The defective breast pump has not been received at medela as of (B)(6) 2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).